Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that the "unintended use error caused or contributed to event" conclusion code was based on the details reported, this lead may be damaged due to the physician accidentally cutting the lead when connecting it to the pulse generator during replacement. H3 other text : lead was partially left capped due to physician error.

Event description:
It was reported that this right ventricular (rv) lead was partially left capped. During the changeout of the device the physician accidentally cut the lead while being connected to the can. Another physician stepped in and took over the case, new leads were implanted. No additional information is available at the moment.

Event description:
It was reported that this right ventricular (rv) lead was partially left capped. During the changeout of the device the physician accidentally cut the lead while being connected to the can. Another physician stepped in and took over the case, new leads were implanted. No additional information is available at the moment.

Event description:
It was reported that this right ventricular (rv) lead was partially left capped. During the changeout of the device the physician accidentally cut the lead while being connected to the can. Another physician stepped in and took over the case, new leads were implanted. No additional information is available at the moment.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that the "unintended use error caused or contributed to event" conclusion code was based on the details reported, this lead may be damaged due to the physician accidentally cutting the lead when connecting it to the pulse generator during replacement. This lead was returned to our post market quality assurance laboratory with the helix mechanism, only the proximal segment was returned. Visual inspection found a bent helix, subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause.